Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an accutrac 200 laser fiber was opened for use in a ureteroscopy with holmium laser lithotripsy, stone removal, and stent placement procedure in the ureter performed on (B)(6) 2017. According to the complainant, during unpacking and outside the patient, the fiber was found broken inside the sealed package. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.